Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a disconnection was not confirmed. Visual examination of the sample showed no signs of physical abnormality. The luer lock and connector were found to be securely connected to each other without any evidence of disconnection or defect. All parts on the folfuser device were found to be securely intact without any signs of physical defect. The root cause of the reported condition was determined to be use error. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report from the pharmacist stating that one (1) folfusor lv 5ml/hr device was being filled with saline and the "connector" detached. There was no patient involvement, as this occured during filling and prior to patient use. No report of medical intervention or patient injury.